Event description:
The customer reported that the unit have excessive air flow. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
MFR received date: 01 sep 2019. Patient information was obtained. Per field service engineer (fse) the patient was 70 year old female that weigh 35 kg. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019. The field service engineer (fse) verified the reported problem. The (fse) found that improper operation of the user caused the liquid in the humidifier to flow out with the patient circuit. The fse restart and check the device and removed the mask to avoid the liquid outflow from the humidifier caused by the gas compensation of the equipment.

Event description:
The customer reported that the unit have excessive air flow. The customer reported that the unit was in use on patient, but there was no patient harm reported. Patient information were requested from the customer, but no response received.